Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter the catheter would not deploy to flower and dust was found in the packaging. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Manufacturer narrative:
When the catheter was received at boston scientific's post market laboratory the device was first visually inspected, and no abnormalities were noted. Next, the catheter was functionally tested by inserting a guidewire through the device and successfully deploying and undeploying the catheter through all possible configurations. Test irrigation of the catheter was successfully performed with no abnormalities noted. The returned catheter was determined to have no problem that could be detected. Additionally, when the event was reported we were informed that the dust was present in the packaging of the device, but the packaging was not returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter the catheter would not deploy to flower and dust was found in the packaging. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.